Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was powering off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has not returned the device for investigation. The reported unexpected loss of power could not be verified, could not duplicated, and root cause could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device was powering off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.